Event description:
Allegedly the patient suffered severe and debilitating pain and weakness; suffering, disability, physical impairment, anxiety, fear, and mental anguish as a result of the implantation.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
The investigation is complete. Trends will be evaluated. This event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00949, 00951, 00952.